Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 5.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the initial inflation at 8 atmospheres for 5-6 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient condition was good post-procedure.